Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 279 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error and a low battery alert was not received prior to off no power alert. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery and error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform displacement test due to motor error alarm. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Off no power and low battery alarm functioned properly. The insulin pump had a cracked case at display window corner and cracked belt clip slot at battery tube threads area.